Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had a blood glucose between 478 to 502 mg/dl. Customer turned her sensor off last night because it kept alerting her. Customer did not know how to turn it back on. Customer kept receiving a calibration error alert. Customer stated that her blood glucose was high and did not know if that caused the issue. Customer stated that she inserted it yesterday. Customer stated that she cannot calibrate when her blood glucose is over 400 mg/dl. Customer treated with a manual injection. Customer had a bolus wizard warning message. Customer gave about 10 units of insulin and stated that she is a brittle diabetic. Customer had an air bubble and thought that she had pushed it out. Customer was advised to revert to a back-up plan of injections.